Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There was no information to suggest a device quality deficiency related to this event. The issue was successfully resolved through implant of a non-medtronic transcatheter valve, and no other adverse effects were reported. Hypotension during/post tavr is a known complication per the device instructions for use (IFU) under potential adverse effects. The root cause leading to the reported hypotension could not be determined with the information provided. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions; in this case, it was reported that the valve migrated from implant position toward the ventricle, which resulted in pvl. Potential factors that can influence a migration include calcification levels in the native vessel, compliance of the aorta and native vessels, a size mismatch between the device and patient anatomy, balloon aortic valvuloplasty (bav), and a number of others. However, an assignable root cause could not be determined at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Other relevant device(s) are: product ID: evolutr-34-us, serial/lot #:(B)(4), ubd: 18-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, cardiopulmonary resuscitation (CPR) and medications were administered due to hypotension. The patient stabilized. One day post implant, the valve was ¿unstable¿, migrated towards the ventricle and resulted in severe paravalvular leak (pvl). A second valve was implanted, but the pvl remained. Cardiopulmonary resuscitation (CPR) and medications were again administered for hypotension. Subsequently the valves were snared into the ascending aorta and a non-medtronic transcatheter bioprosthetic valve was implanted. It was reported that the patient had severe low flow gradient aortic stenosis due to a weakened left ventricle, a large aortic annulus and very large left ventricle outflow tract with minimal calcification for valve anchoring. No other adverse patient effects were reported.